Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged and the threshold was out of range. The lead was repositioned successfully. The patient was doing fine after the procedure.